Event description:
It was reported, that "the trach is leaking at the seam." There was no reported pt injury and/or change in therapy. Note: the reported device has not been returned for evaluation as of the date on this report.